Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set experienced cracks on its light blue main body. The issue was noticed while the transfer set was in use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. A picture of the component was received. During visual inspection of the photograph, tape was noted to be wrapped around the main body of the transfer set. Due to presence of tape on the sample, a proper inspection could not be performed and the reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should relevant additional information become available, a follow-up report will be submitted.